Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
(B)(4). It was reported that balloon rupture occurred. Vascular access was obtained via the right elbow. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the right forearm. A 3mm x 40mm sterling tm balloon catheter was advanced for dilatation. However, upon first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a 4mm x 40mm sterling tm balloon catheter was advanced. However, the balloon also ruptured when inflated to its rated burst pressure for 30 seconds. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.